Event description:
It was reported that as the medfusion pump was infusing a breast milk infusion, the alarm went off and briefly exhibited the following messages: "syringe empty", followed by a continuous loud alarm with the messages "enter biomed passcode" and "system failure: primary audible alarm bgnd test." The operator tried to shut the pump down and restart the pump, but the same message reappeared on the screen. The operator switched to another pump and continued the infusion. The product malfunction did not cause or contribute to any adverse patient health effects. The patient was described as stable.